Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) could not be determined. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a tethered posterior leaflet. The first clip was advanced into the left ventricle (lv), but it was observed the clip became caught in the chordae. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was implanted in the grasping position. An additional clip was then implanted but could not further reduce the mr. The procedure was concluded with a resulting mr of grade 3. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.